Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that moisture was present in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/13/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data indicated evidence of a battery life issue in the form of battery alarms and voltage drops. During a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture ingress inside. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications; the battery life complaint was not duplicated. The pump case was removed and further evidence of moisture ingress was found.